Event description:
It was reported that patient presented with atrial pacing above max sensor rate resulting in tachycardia episode. Shock by the implantable cardioverter defibrillator (ICD) was performed to convert the rhythm. It was also noted that there was a rate response issue on the ICD. Programming changes were performed to resolve the issue. The patient condition was stable.